Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in hospital after falling in the shower after a dizzy spell. It was noted that the patient received an induced ventricular tachychardia due to competitive pacing. The physician elected to turn off auto capture. The device remains implanted. The patient was patient will continue to be monitored and was in good condition afterwards.